Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the areas of missing or damaged adhesive around the objective lens was traced to component failure and the most probable root cause of the white foreign material in the air/water supply channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset, with no reported complaint. However, during the evaluation of the device, areas of missing or damaged adhesive was observed around the objective lens along with white foreign material in the air/water supply channel. There was no patient involvement.